Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensor was replaced, and the unit was returned to service.

Event description:
The hospital stated that the unit alarmed 'flow sensor failure' and lost mechanical ventilation during a check prior to use. There was no report of patient involvement.